Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from the reporter. With no additional related information, the reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release the root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported to a company representative, a case of an anterior capsule radial tear, on a right eye, during hydrodissection. An anterior vitrectomy was performed and a monofocal intraocular lens was inserted. In the surgeons opinion, capsulotomy created by laser seems weaker than his manual technique and seems to have a greater propensity to tear during hydrodissection. Upon additional follow up, the surgeon reported that the patient is doing good.